Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-ndr: not applicable as the event is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. Labeled as left side. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.5., d.6b., h.6., h.10.

Event description:
The device has been explanted.

Event description:
Patient reported left side rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "rupture." The device remains implanted.

Event description:
Patient reported unknown side "rupture." The device remains implanted.